Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience alpine referenced filed under a separate medwatch report.

Event description:
It was reported that the index procedure took place on (B)(6) 2017 during which a 4.0 x 12 mm xience alpine and a 5.0 x 13 mm ultra 9-cell stent were implanted for treatment of an unspecified vessel. The patient was readmitted to the hospital on (B)(6) 2017 for sepsis and other unspecified cardiac vascular symptoms. Unspecified treatment was administered to the patient. Final patient outcome is death. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of death is listed in the multi-link rapid exchange ultra coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Rec'd by MFR date for initial MDR was changed from 11/17/2017 to 12/11/2017.